Event description:
It was reported by the nursing staff, to the biomedical engineer, that the device would not capture. The device was switched to another unit. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower cases were broken and contaminated, the ring cover and two side bail covers were broken, the battery release, heart block, lead flex cover, heart wire contacts, battery drawer, liquid crystal display (lcd) and battery flex were contaminated and the ring and one side bail were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.